Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting that the patient was charging on (B)(6) 2018 and they felt like they were burned, and that they were hurting at the implant site. It was noted that they saw a screen indicating the implant was full and stimulation was on, and they didn't recall seeing any other screens while recharging. The caller was redirected to the patient's health care provider to follow-up. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) concerning a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had heating at the ins site when charging her ins. The clinic was made aware of issue in (B)(6) 2017. Caller thought issue has been going on for a while but didn't know time frame. The caller was instructed to have the patient call to get assistance in determining if the issue was related to external component or other factors. The onset of the symptoms was gradual. No further complications were reported/anticipated. The indication for implant was non-malignant pain.